Manufacturer narrative:
Reader (B)(6) was returned and investigated with retained strips. Performed visual inspection on returned reader and observed damage to usb (universal serial bus) port. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. Visually inspected the returned usb charger and usb cable and no damage was observed. Performed a load test on the usb charger and measured (4.88v) within the specified range of (4.75v-5.25v). The returned usb cable was tested using a cable tester and no open or short were found. The reader was de-cased, and placed into the reader test fixture to download log. The reader log was unable to download due to the damaged usb port. Therefore, this issue is no confirmed to use. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader and the correct cable and adapter was part of the kit pack were reviewed and the DHR showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the abbott diabetes care (adc) device. Customer was unable to obtain glucose readings due to a fast draining battery. The customer experienced unspecified hypoglycemia symptoms. A non-healthcare third party performed a blood glucose test without specifying the result and gave the customer orange juice and candy for treatment. There was no report of death or permanent impairment associated with this event.